Event description:
The customer contacted the siemens technical solutions center (tsc) to report that the cover of an advia centaur instrument had fallen while an operator had it raised to perform troubleshooting. The operator was not injured when the lid fell.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse ordered parts and will return to the customer site to install the parts. The customer stated they would place a note on the lid until the repair was complete.